Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead had conductor fracture which was verified through fluoroscopy. The lead was surgically abandoned. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead had conductor fracture which was verified through fluoroscopy. Moreover, a lead to header insertion issue was noted. The lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction on b5, e3 and h6 device code.